Manufacturer narrative:
(B)(4). Use after expiration. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the precautions section states: note the product use by date. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified and 92% stenosed proximal circumflex artery. A 4.0 x 12 mm xience v stent was implanted when a distal edge dissection occurred. A 3.5 x 15 mm xience v stent was used for treatment of the dissection. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.